Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 10:00 AM, the patient began feeling ill and experienced vomiting. The patient's mother checked the CGM and observed a glucose reading of 65 mg/dL. Because the reading did not appear consistent with the patient's condition, the patient's mother performed a fingerstick blood glucose (FSBG) test, which measured 490 mg/dL. Due to the significant discrepancy between the CGM and FSBG readings, along with concern for the patient's condition, the patient's mother administered insulin using the patient's Omnipod 5 insulin pump and transported the patient to the emergency department (ED) for evaluation. Upon arrival at the ED, a healthcare provider obtained a FSBG of 360 mg/dL, while the CGM continued to display approximately 65 mg/dL. The sensor was subsequently removed at the ED. The patient received intravenous (IV) fluids and, after hospital staff removed the insulin pump, insulin was administered intravenously. The patient's condition improved with treatment and observation. The patient was discharged approximately 10 hours after arrival. At the time of the report, the patient was doing fine. The reported glucose values fall within the D zone of the Parkes Error Grid. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.